Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Root cause of the partially disassembled implant could not be determined since product was not returned and no images from the original implantation were provided for investigation. However, it can be observed from the image received that the superior and middle portions of the implant have migrated posteriorly by a few millimeters and the lock wire appears to be still intact. The posterior fixation is in the form of a spinous process plate at the l5-s1 level. A review of the lot history record was not possible since the lot number of the device was not provided. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2018, the company became aware of a revision surgery performed to remove an implant that had partially disassembled post-operatively, with a portion of the implant migrating posteriorly into the spinal canal. It is unknown whether the patient was symptomatic (i.e., pain) due to this issue. The luna implant was removed safely from the patient, from the contralateral side of original annulotomy.